Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting revealed the carbohydrate ratio may be set incorrectly. Recommended disconnecting from the pump until someone can go over this with pt, but they said no, they will remain on the pump. Advised to change infusion set and transferred to sales representative for further training.